Event description:
An optometrist reported a decrease in best corrected vision in the right eye one month after (prk) photorefractive keratectomy. The vision is now stable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).